Event description:
The patient has two scs systems. It was reported the thoracic system was not providing stimulation. It was reported the patient was unable to use the system for a few months prior. The sjm representative met with the patient and the ipg had a low battery flag, which was cleared. Follow up identified the low battery flag had returned, and was cleared a second time. There was no course of action provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.